Event description:
The patient is a female with a history of anal melanoma who underwent abdomino-perineal resection three months ago. The patient was seen in the outpatient stoma clinic two months ago. The patient reported issues with leakage and achieving a seal around her stoma. The patient was utilizing a convatec medium moldable wafer. At the stoma clinic, it was advised that the patient also utilize stomahesive paste applied to the back of the wafer to improve the seal around the stoma. The patient subsequently reported an allergic reaction to the stoma adhesive with systemic complaints including exacerbation of central pain syndrome and fibromyalgia, abdominal pain, malaise, and nausea. The ostomy appliance was removed and revealed edema, inflammation, and bruising of the abdomen, stoma, and peri-stomal area. The patient reports continued "flare ups" of these symptoms, including extreme difficulty with pain, nausea, disability, and generalized malaise.